Event description:
As eyecare practitioner reported a peripheal ulcer (1.5 mm long, oval shaped), outside visual axis located at 9o'clock, on right eye of a pt associated with wear of soft perm lens. Wear history of 5 years & uses pure eyes care system. Pt began experiencing extreme pain & light sensitivity 2 days prior to coming in to office. Pre-event acuity reported as 20/30, 20/40 during event. A culture was performed, but results are not available at this time. Anterior chamber reaction with 2-3+ cells and 2+ flare noted. Lens to be returned for evaluation. Pt will be referred to a corneal specialist. Request, has been made to obtain additional information. However, no further information or product has been provided.